Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR#: 2134265-2010-03953 and 2134265-2010-03955. It was reported that during a coronary treatment procedure, three balloon ruptures occurred. The 80% stenosed target lesion was located in the very tortuous and calcified left anterior descending (lad) artery. First, a 1.5x15mm maverick2 balloon catheter was advanced to the lesion. The balloon was inflated to 12atms and ruptured after 15seconds. Next, the physician used a 15x2.0mm maverick2 balloon and a 20x1.5 maverick2 balloon however these also ruptured at nominal pressure. The procedure was completed with a different device and there were no reported patient complications. The patient's condition is listed as stable.

Event description:
Same case as MFR#: 2134265-2010-03953 and 2134265-2010-03955. It was reported that during a coronary treatment procedure, three balloon ruptures occurred. The 80% stenosed target lesion was located in the very tortuous and calcified left anterior descending (lad) artery. First, a 1.5x15mm maverick2 balloon catheter was advanced to the lesion. The balloon was inflated to 12atms and ruptured after 15seconds. Next, the physician used a 15x2.0mm maverick2 balloon and a 20x1.5 maverick2 balloon however these also ruptured at nominal pressure. The procedure was completed with a different device and there were no reported patient complications. The patient's condition is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed kinks at various locations along the hypotube. A microscopic examination of the balloon material could not identify any tears or holes in the balloon. Further examination of the balloon found that there was a build up of solidified blood and contrast media present inside the balloon. The device was attached to an encore inflation unit however, it was not possible to inflate liquid into the balloon. The device was immersed in warm water in an attempt to dissolve the solidified blood and contrast media. However, all additional attempts to inflate liquid into the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).